Manufacturer narrative:
(B)(4). Date sent: 05/19/2020 additional information received. Please see attached: 1. Stoma reversal op report 2. Path report (B)(6) 2019 & (B)(6) 2019 3. Op report (B)(6) 2019 & (B)(6) 2019 - attachment: [7.9.19 stoma reversal op report_redacted a.pdf, 3.30.19 and 3.25.19 op report_redacted d.pdf, 7.9.19 path report_redacted b.pdf, 3.25.19 path report_redacted (002) c.pdf].

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: is the colostomy temporary or permanent? Unknown. What is the current status of the patient? Discharged.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: is the lot number of the device available? Unknown. What were the indications for surgery? Ruptured diverticulitis. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what was the result? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Unknown. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? Unknown.

Event description:
It was reported that the doctor performed a laparoscopic sigmoid colon resection on the patient on (B)(6) 2019 where a cdh29a was used for the anastomosis. The patient was not discharged but was monitored in the hospital. On (B)(6) 2019, the patient ran a low-grade fever with increasing white blood count. A CT scan demonstrated a greater amount of free intraperitoneal air than expected. A barium enema was obtained which showed a leak at the anastomosis. On (B)(6) 2019, the patient underwent an exploratory laparotomy with repair of the anastomosis. Colostomy and placement of a wound vac occurred. The patient was discharged on (B)(6) 2019 with home health assistance.